Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a threshold suspend alarm during the middle of the night. The customer stated that the blood glucose reading was 183 mg/dl, and the sensor glucose was 67 mg/dl. Advised the customer that the sensor would be replaced. Nothing will be returning.